Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter tubing terminated 2.4cm distal of the strain-relief sleeve. Adhesive residue was abundant throughout the exterior of the returned catheter segment. Tactile inspection of the sample revealed severe tensile weakness throughout the catheter tubing. Material necking was also evident throughout the catheter tubing. Microscopic inspection of the distal end of the catheter revealed sharply defined break edges. The edges exhibited a dully granular texture. The break cross-section was elliptical. The severe tensile weakness and the catheter break features were typical of damage caused by tensile stress. It appeared that the luer hub was pulled while the catheter distal of the break was fixed in place. The abundance of the tensile weakness indicated that the catheter was subjected to several such pulling events, leading to the observed break. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd2463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient child, had the PICC implantation by left hand blind puncture technique. At 23:30 on the evening of (B)(6), when nurse was taking over her shift, the large infusion was being conducted. The vena high nutrition bag was connecting with a shorter single use extension tube, with a speed of 100ml/h. The infusion port was pumped. And the infusion port was at the bed end, the patient was at the bed head. During the work shift, the patient child had fallen asleep with his upper limbs naturally falling. Nurse reportedly checked the child's PICC and the patch was complete and had been inserted 33cm with 7cm exposure, and the arm circumference was 18.5 cm, and the infusion velocity was 100 drops/min. Nurse conducted the calcium folinate 14 mg vena infusion at 0 a.m. On (B)(6), 2015 and the PICC was as before. When nurse was checking the ward respectively at 2 a.m. And 4 a.m. On (B)(6) 2015, the patient child was sleeping quietly and the PICC had no abnormal conditions. At 4:30 a.m., nurse reported that they checked the ward again and found that the patient child did not cover himself with both hands upward. Therefore, she went to cover him and found 2.5 cm before the PICC pressure reducing valve allegedly detached with PICC catheter, and the residual PICC catheter was 30 cm inserted and 5.5 cm exposed, presenting a linear and the broken end was uneven, but PICC patch was still complete and 0.5 cm was outside the patch. 50 ml of the infusion was said to be leaking out. Immediately woke up the patient child and his relatives and held the PICC, switched off the infusion set, and informed the doctor on duty. Nurse reported that they cut off 0.5 cm of the catheter, strictly disinfected it, connected the pressure reducing valve with the right hand, and pulled it hard with the left hand but did not see it loosening. Therefore connected the pressure reducing valve. There was blood return during the withdrawal. Used a 10 ml pre-flushing tube to make it transparent and reconnected a light proof extension tube (long). Now the PICC was 29 cm inserted, 6 cm exposed, with the arm circumference of 18.5 cm, and the infusion velocity of 100 drops/min. In the morning on (B)(6) 2015, conducted the chest x-ray locationing, and the PICC catheter tip was at the t5 superior border. In the morning, came to the hospital after answering the head nurse's call, observed that the alleged broken site of the catheter was as the description of the nurse. Currently the department has reported this catheter as an adverse event.